Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("noted that a portion of the essure was in the uterus.") In a 46 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain female, vaginal bleeding, endometriosis, menorrhagia and nabothian cyst. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2020, 4015 days after essure insertion, she experienced device dislocation (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy and cystoscopy, cystectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2020: impression: unremarkable non contrast CT examination of the abdomen and pelvis. No hydronephrosis, radiopaque urolithiasis or findings of urothelial inflammation. Indication: bladder pain findings: pelvic organs/bladder: bilateral fallopian tube occlusion device present. [Pathology test] on (B)(6) 2020: surgical pathology report clinical data: pelvic and perineal pain. Excessive and frequent menstruation with regular cycles, total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy diagnosis: uterus with cervix, bilateral fallopian tubes and left ovarian cyst (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy, left cystectomy) cervix: mild acute and chronic cervicitis, nabothian cyst, negative for dysplasia and malignancy endometrium: early secretory endometrium, negative for hyperplasia and malignancy. Myometrium: diminutive leiomyoma, no significant histopathologic alterationsleft and right fallopian tubes: paratubal cyst, right. Left ovary: benign cyst with organizing hemorrhage. Gross description: there are bilateral coiled wires identified grossly [ultrasound scan] on (B)(6) 2007: obstetric ultrasound: presenting complaint- vaginal bleeding last night. Impression: spontaneous abortion versus early intrauterine pregnancy without gestational sac visualized. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("noted that a portion of the essure was in the uterus.") In a 46 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain female, vaginal bleeding, endometriosis, menorrhagia and nabothian cyst. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2020, 4015 days after essure insertion, she experienced device expulsion (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy and cystoscopy, cystectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device expulsion to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2020: impression: unremarkable non contrast CT examination of the abdomen and pelvis. No hydronephrosis, radiopaque urolithiasis or findings of urothelial inflammation. Indication: bladder pain. Findings: pelvic organs/bladder: bilateral fallopian tube occlusion device present. [Pathology test] on (B)(6) 2020: surgical pathology report. Clinical data: pelvic and perineal pain. Excessive and frequent menstruation with regular cycles, total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy diagnosis: uterus with cervix, bilateral fallopian tubes and left ovarian cyst (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy, left cystectomy). Cervix: mild acute and chronic cervicitis, nabothian cyst, negative for dysplasia and malignancy. Endometrium: early secretory endometrium, negative for hyperplasia and malignancy. Myometrium: diminutive leiomyoma, no significant histopathologic alterationsleft and right fallopian tubes: paratubal cyst, right. Left ovary: benign cyst with organizing hemorrhage. Gross description: there are bilateral coiled wires identified grossly. [Ultrasound scan] on (B)(6) 2007: obstetric ultrasound: presenting complaint- vaginal bleeding last night. Impression: spontaneous abortion versus early intrauterine pregnancy without gestational sac visualized. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.